Event description:
The service recap shows the customer alleged that the 7200 ventilator failed to alarm during a prepatient check out test of the device. A customer service engineer (cse) was called in for repair. The cse could not duplicate the reported condition. No components were replaced. The device was thoroughly tested and was released back into service.